Event description:
A report was received from the FDA medwatch medical products reporting program that a pt developed fusarium keratitis. The pt presented a red and injected right eye. The cornea had multifocal infiltrates and trace flair. The pt was started on medication (vigamox, ciloxan ointment, acular prn, and percocet). The pt returned the next day reporting photophobia and a painful eye. At the pt's next visit, amphotericin was added to the regimen. The vigamox dose was reduced and ciloxin and acular were discontinued. At the next visit (five days later), a subepithelial corneal scar was present. At the pt's last report visit (6 days later), her eye felt better and her vision had improved. The epithelium scar had decreased in size by 50%, and the ulcer is still resolving.

Manufacturer narrative:
Bausch and lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the co did initiate a broader investigation of reported fusarium keratitis events that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to the reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed, all chemical and biocidal performance criteria were effective against microbial challenges as required.